Manufacturer narrative:
I sent an email to the initial reporter to try to get any additional information but the response I got was there was no way to find anything unless they had their patient identifier (which was not reported on the medwatch report mw5085559 provided to us).

Event description:
Pharmacist reported on medwatch that a patient called in for having only received a partial dose of copaxone (40mg/ml) due to an error with the autoinjector device.